Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent an unspecified breast surgery with 275cc smooth mentor memorygel breast implant on the right, and an unknown mentor gel breast implant on the left, has experienced bilateral rupture of implants postoperatively. As a result, the patient has planned to undergo explantation in (B)(6) of 2021. This medwatch report is for the left-sided implant.

Manufacturer narrative:
Device evaluation completed on january 31 , 2022 visual analysis of the returned sample determined that the mgel sizer mod plus pro 325cc was found to have ruptured into three pieces. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear in the sizer's anterior view. Parallel striations are consistent with markings made by a sharp object perforating the sizer shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number 7006712 and no non-conformances were identified. The gel sizer is not intended as an implantable device as stated in the instructions for use (IFU). These products are specifically labeled ¿not for implant¿ in its anterior view. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2021 additional information received indicated that the bilateral intracapsular rupture confirmed via MRI examination. The patient scheduled for explantation on (B)(6) 2021. The health care professional indicated that the left side is a sizer with the cat#: rsz3251s lot#; 7006712. Mentor is following up for clarification of the left side device, and the correct left device will be reported accordingly. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 8, 2021 indicated that the patient underwent bilateral removal with partial capsulectomy.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
After three follow-ups, with no respond from the customer mentor used the lot and the cat number which indicative of a sizer and not subject to MDR reportable. Per-mentor instructions for use (IFU), sizer are not intended for implantation beyond 6 months. Therefore, this device was used in an off label manner. Manufacturer report number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient is scheduled to undergo explantation on (B)(6) 2021. Block d6b ¿ explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of omitted data for section d: suspect medical device in the initial report. Manufacturer¿s reference number: (B)(4). Block d7a. Is this a single-use device that was reprocessed and reused on a patient? No. Block d7b. Was this device serviced by 3rd party? No. Block d9. Device available for evaluation? No.